Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient has reported that they are experiencing pain on their gums. It feels like to them they have a blister and the aligner is causing this.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.